Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor fractured; inner tubing found kinked/buckled; helix found bent; blood observed in/on the helix mechanism; distal segment returned and analyzed.

Event description:
It was reported the patient alert triggered due to ventricular pacing impedance > 3000 ohms. The lead was replaced. No patient complications have been reported as a result of this event.